Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that twice during the procedure, the x-ray strip became detached from the wet patty and fell into the operative field. Both strips could be finally removed.